Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the following parts were damaged and need to be replaced: adjustable pressure limit valve, flow sensor, orange o-ring on ezchange and condenser module, black o-ring on reusable co2 absorber canister, and battery. There was no reported patient involvement.

Manufacturer narrative:
According to additional information received, the unit did not lose the ability to manually ventilate. The reported failure was discovered during preuse testing. Unit continues to ventilate and alarms remain functional. The reported event was not reportable.